Manufacturer narrative:
Device evaluation indicated that the device complaint was confirmed. The device would not be charged due to damaged u3-asic. As a result, it would not be linked. The device exhibited excessive sleep current leakage. A hot spot was observed on the component. The impedance between vh and ground was low . These are the typical symptoms of the asic damage due to exposure to high-voltage transients, causing internal shorts in the component. It was reported that electrocautery was used during the revision procedure.

Event description:
A report was received that during the revision procedure, the remote control would not communicate with the ipg. It was noted that electrocautery was used during the procedure and might have damaged the ipg. The ipg was reportedly replaced. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that during the revision procedure, the remote control would not communicate with the ipg. It was noted that electrocautery was used during the procedure and might have damaged the ipg. The ipg was reportedly replaced. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician' implant manual 9055940-001).